Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported unknown side deflation. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: deflation: observed an opening assessed as fold flaw opening. As per the investigation procedure, non-penetrating nicks, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported deflation. This record is for left side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., b.5., d.6b., h.6.

Event description:
Healthcare professional reported deflation. This record is for left side. The device was explanted.